Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, it was discovered that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) was exhibiting high pace impedances, that were greater than 2000 ohms. The physician was unable to remove the coil portion of the lead. No noise, threshold or sensing changes were noted. Nor was there visual or fluoroscopic evidence of lead damage. The physician declined to test the lead via pacing system analyzer. The lead was subsequently removed and replaced. No additional adverse patient effects were reported.